Manufacturer narrative:
Correction: b5, h6, patient outcome additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Duplicate of pe (B)(4).

Event description:
It was reported that after the surgery ended, the patient was resuscitated and the tracheal tube was removed. During the process, the tube was difficult to remove. So the cuff was inflated and deflated again, but it was still difficult to remove. After repeating the above operation, it still showed resistance. After a little effort, the tracheal tube was removed. After removal, the cuff of the tracheal tube still showed a partially inflated state, but the air core showed a flat state. The patient coughed significantly and said that the throat was uncomfortable. After the patient was sent back to the ward, the patient continued to be observed and treated symptomatically.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (9570e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.